Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00095 on june 7, 2016. On 6/07/2016 additional information: the customer performed nabt (non-specific antibody blocking tube)/ hbt (heterophilic blocking tube) testing on the sample from (B)(6) 2016 (sample 2). The results were positive. Toxoplasma g results: nabt: 10 .2 index, hbt: 11.5 index. Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00095 on june 7, 2016. Siemens filed the MDR 1219913-2016-00095 supplemental report 1 on june 22, 2016. Update 09/02/2016 additional information: the customer sent the patient sample to siemens for further testing and investigation. The patient sample was evaluated for anti-nuclear antibodies (ana) / anti-mitochondrial antibodies (ama). The patient sample was negative for anti-nuclear and anti-mitochondrial antibodies. Based on the information provided by the customer and the above results, there is some unknown interferent falsely elevating the result of the advia centaur xp toxoplasma g assay. The cause for the discordant toxoplasma g (toxo g) results is possibly an unknown interferent. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. The patient sample is to be tested with hbt (heterophilic blocking tube) / nabt (non-specific antibody blocking tube). Siemens is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." The IFU states in the interpretation of results section: "for anti-t. Gondii igg positive result and anti-t. Gondii igm result negative result, the interpretation is: from these results, it cannot be determined whether the patient is or is not undergoing a reactivated t. Gondii infection. It appears that the patient has been previously infected with t. Gondii. Infection may have occurred more than one year ago. If the individual has not previously tested positive for t. Gondii antibodies, confirm the result with a reference laboratory with experience in the diagnosis of toxoplasmosis."

Event description:
Advia centaur xp toxoplasma g (toxo g) reactive results were obtained for two samples from the same patient. The results were questioned by the physician. The second sample was tested on the immulite platform and an alternate method. The results were negative. For the past eight months, the previous results for this patient were negative for toxoplasma g. Toxoplasma m (toxo m) results were all nonreactive. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.